Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report a chordal rupture. It was reported that this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). The first clip was implanted without issue, reducing mr grade to 2. The second clip was advanced to the leaflets. While attempting to grasp the leaflets in the medial portion, the device became entangled in some chords, so the clip was inverted and retrieved into the left atrium. While repositioning the clip, a small chordal rupture was noted and the mr grade increased to 2-3. The clip was successfully implanted in the area of the rupture. A third clip was successfully implanted, with a final mr reduction to grade 1. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the difficulty removing the device due to clip interaction with the anatomy (chords) in this incident could not be determined. The reported tissue damage was likely a result of the clip becoming caught in the chords, and therefore due to procedural conditions. The reported patient effect of mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.